Event description:
Reference number (B)(4). Event occurred in the united states it was reported that the patient faced an event where infusion set was inserted without removing needle guard. The event occurred on 21-aug-2024. Blood glucose level was 400 mg/dl at the time of the event. Infusion set was used for 3 hours. No further information was available.